Manufacturer narrative:
Investigation in process. At the present, limited information is available to further this investigation. Should additional information be obtained, this report will be updated.

Event description:
Event detail: it was reported that the patient was revised due to a subsided tibia. The surgeon stated that the patient has a history as a chronic narcotic user.